Manufacturer narrative:
Further investigation was performed to rule out a product quality issue and no systemic issue is observed for lot 11130t. The results of the discrepancy could be due to the differences between the instrument platforms, and the sample-to-sample variability. The biofire® detects sars-cov-2 gene targets for the n gene, rdrp gene, and e gene where the liat targets regions of orf1a/b and n gene where a positive result is generated if either or both regions are detected. As such, results with one assay may not be reproducible with a different assay. Also, sample to sample variability can occur due to: when sample was collected in relation to disease course (pre-symptomatic, or as infection descends to lungs/or patient recovers); how sample was stored prior to testing (sample degradation); or inadequate sample collection. Comparison of two samples collected at different times may yield varying results. The product is performing as expected and no systems related issues were identified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results for one patient sample using the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system. The initial sample tested with on cobas® liat® system was negative for all targets. The patient was symptomatic. A new sample was collected and tested on a competitor platform (biofire) and the results were sars-cov-2 positive, influenza a positive, influenza b negative. An aliquot of this new sample was tested with the same cobas® liat® system as the initial test and the results were sars-cov-2 negative, influenza a positive, influenza b negative. The positive results were reported. No harm or injury occurred in relation to the event. An investigation was conducted to evaluate the customer¿s allegation. Per FDA's eua guidance, 1 MDR will be filed.